Event description:
It was reported that air was drawn into the side port of the sheath. During pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive sheath was used. During a catheter exchange air was drawn into the side port of the sheath when aspiration was performed. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that air was drawn into the side port of the sheath. During pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive sheath was used. During a catheter exchange air was drawn into the side port of the sheath when aspiration was performed. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.